Event description:
Patient was admitted with n/v and coke colored urine. Ldh and plasma free hgb elevated. Ramp study indicated possible pump thrombus. Vad auscultation abnormal with high pitched "chugging" notes. Heparin gtt started.